Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, four months post valve in valve (sapien 3 in 21mm perimount) tavr procedure, the sapien 3 valve was post dilated in order to treat the patient's increased gradient. Post op echo showed gradient was reduced from 38mmhg to 14mmhg.  The patient was stable at the conclusion of the case.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated that post tavr procedure, the patient¿s gradients were suboptimal and the patient continued to have symptoms. An echo performed 49 days prior to intervention showed a peak gradient of 66mmhg, mean gradient of 38mmhg and an ava of 0.8cm² with trace paravalvular leak. A repeat echo performed the morning prior to the dilation showed a peak gradient of 65mmhg, mean gradient of 33mmhg and an ava of 0.75cm². The patient was brought back to the operating room for successful expansion of the s3 valve inside the surgical valve using a 22mm balloon. The patient was then transferred in stable condition to the recovery room and then to the ICU. Pod1 repeat echo showed a peak gradient of 35mmhg, mean gradient of 17mmhg and an ava of 1.3cm² with trace central leak. The patient was discharged the next day. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the progressively increased gradient and valve stenosis post tavr is unknown, but may be due to patient prosthetic mismatch. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.